Manufacturer narrative:
Adverse event/product problem of the initial medwatch report was "adverse event and product problem". Adverse event/product problem of the initial medwatch report should be "product problem".

Event description:
Upon evaluation of the customer's device for preventative maintenance, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Event description:
Upon evaluation of the customer's device for preventative maintenance, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Adverse event/product problem of the initial medwatch report was "adverse event and product problem". Adverse event/product problem of the initial medwatch report should be "product problem".

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Upon evaluation of the customer's device for preventative maintenance, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's main keypad assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and excessive resistance of the shock switch was determined to be the cause of the reported issue.

Event description:
Upon evaluation of the customer's device for preventative maintenance, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.